Event description:
Fluids were hung at 2300 in 2007 at 42cc/hr. The bag should have lasted approximately 24 hours. At 1500 on the following day, the bag was dry. The rn called for another bag and pharmacy alerted the rn that it should not be time yet for a new IV bag. A new bag was delivered and hung at 1500 on that day. The nurse monitored the infusion and it appeared to be running at the prescribed and set rate of 42cc/hr. When the nurse assessed the infusion at 1800 on the same day, 600cc had infused. The infusion was stopped and the pump replaced. The pump that over infused was given directly to the charge nurse and then the unit manager.